Event description:
Upon reassessment of the reported event, the taper insert was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the taper insert was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: m2a magnum tri spike cup (ref. Us257852, lot no. 868340); m2a magnum modular head (ref. 157446, lot no. 609200); modular porous lateralized (ref. 13-103206, lot no. 882420); m2a magnum taper adapter (ref. 139252, lot no. 884510). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00562, 0001825034 - 2021 - 00564.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty. Subsequently, patient was revised approximately 9 years later due to pain, dislocation, bursitis, loosening, bone erosion, and metallosis. The cup, head, and taper adapter were revised. Attempts have been made and additional information on the reported event is unavailable at this time.